Event description:
It was reported the patient had a decrease/loss of efficacy following a fall down the stairs. The patient had less than 50% therapy relief in an unknown location that was related to the programming. The patient was reprogrammed without problems. Radiology was going to check the stimulator. Outcome was unknown at the time or report, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the event resolved.